Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. However, additional information for the case is not available. A technical investigation was not possible to perform, as the device is not at hand for investigation. According to the information received, the device is retained by the patient. No trend considering the following event is identified: implant fracture. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. A concession was found that has no effect on the effectiveness of the product. Event summary: it was reported that a patient has to be revised due to a nail fracture. The fracture is located on the lag screw hole. Review of received data: a medical report dated (B)(6) 2017 was received. Furthermore there are 4 x-ray pictures available. The pictures are in a very poor quality so a review of them cannot be done. Root cause analysis: root cause determination using rmw: - breakage of implant due to inadequate design of mating components not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to lack of adequate fatigue strength not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to lack of adequate fatigue strength due to anodization not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to incorrect distal nail design for short nails (flexible nail end) not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to general corrosion (crevice, pitting, galvanic) => possible, as the nail was not returned for investigation this point cannot be excluded. - breakage of implant due to the implant therapy is performed not as indicated => possible, no information was provided about the implant therapy. - breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to malreduction of the fracture => possible, the x-rays provided cannot be assessed due to poor quality. - breakage of implant due to users select wrong nail diameter, length and/or determine wrong ccd angle => possible, no information provided about the performed surgery. - breakage of implant due to users choose wrong targeting guide/wrong cephalomedullary nail leading to drilling of nail => possible, no intra operative pictures available. - breakage of implant due to users applying not enough force to the connection bolt resulting in nail not assembled securely/ drilling of the nail/ imprecise interaction => possible, no information provided about the performed surgery. - breakage of implant due to users not choose the correct ccd angle targeting guide leading to drilling of the nail => possible, no intra operative pictures available. - breakage of implant due to wrong guide/nail combination chosen (targeting guide &long nail) leading to incorrect targeting and screw insertion => possible, no intra operative pictures available. - breakage of implant due to improper use/connection of instruments leading to damage of the nail => possible, no intra operative pictures available. - breakage of implant due to wrong/incomplete information about limitation and postoperative restriction => possible, no specific patient information provided. - breakage of implant due to patient do not follow the post-operative protocol => possible, no specific patient information provided. - breakage of implant due to explanted implant is used for new implantation surgery => possible, no patient stickers provided. Unknown if a new device was used for the surgery. Conclusion summary: it was reported that a nail on the right side was fractured through the hole for the lag screw. The fractured nail has not been returned for material analysis. Therefore, the condition of the component is unknown. It is also unknown how long the nail was implanted. The provided x-rays cannot be assessed as the quality of them is very poor. In the received medical report no relevant information can be gathered. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to determine an exact root cause for the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: implant fracture event description: it was reported that a patient was implanted on (B)(6) 2016 with a cmn femoral nail and had to be revised on (B)(6) 2017 due to a nail fracture. The fracture is located on the lag screw hole. Review of received data: - review of x-rays (x-rays received on (B)(6) 2019 and reviewed by dr. Kessler): there are 3 x-rays available which shows a znn nail. The x-rays are dated with (B)(6) 2016. Right hip ap-view: situation after implantation of a cmn femoral nail due to a pertrochanteric femur fracture with one intermediate fragment (trochanter minor), possibly according ao classification 31-a2.1. The femur fracture is not healing, there is an additional dislocation of the trochanter minor after fracture. Right hip lateral-view: the former fracture is not healed, there is a clear dehiscence between the proximal and distal fragments, the edges of the proximal fragment are sclerosed. Below the lag screw is an additional radiopaque foreign material recognizable, possibly according to a guidepin. No reliable indications of a breakage of the implant components. Right hip lauenstein-view: the proximal fragment is dislocated and not repositioned anatomically. The fracture is not healed, the fracture is still recognizable. Already in the lateral-view also an additional radiopaque foreign material recognizable here, possibly according to a guidepin. Review of received product pictures (pictures received on (B)(6) 2019) a pdf file was received with pictures of the complaint. The images have a poor quality and therefore all the statements are limited. On the pictures it is clearly visible that the nail is fractured through the lag screw hole. On both fracture parts the hole for the lag screw shows drilling traces. Brighter stripes can be observed in the lag screw hole at the medial edge of the distal fracture part and on the lateral edge of the proximal fracture part. These stripes could indicate wear or damage possibly due to contact with the lag screw. Both fracture parts exhibit two different appearing fracture surfaces. While one side the nail seem to be fractured along a single plane, the other side exhibit a more complex fracture with different steps. The fracture surfaces seem to be smooth but the origin cannot be detected due to the poor quality of the images. The anodising layer on the lag screw¿s shaft is scratched off and the area is polished. A spiralled pattern can be observed within the polished area. This could indicate contact to the nail and possibly occurred during implantation or explantation. Review of patient data according to the bmi scale the patient (1.65 m / 140 kg) is classified as obese class v (super obese) (bmi 50.0 to 60) [1]. [1] wikipedia body-mass-index visited on (B)(6) 2019, https://en.wikipedia.org/wiki/body_mass index device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - the compatibility check was performed and showed that the product combination between znn nail, cortical screw and lag screw was approved by zimmer biomet. During the x-ray review a foreign material below the lag screw was seen. The x-ray review mentions that the device is a possible guide pin. - instruction for use (IFU) : the following paragrapgh is given in the IFU: patient counseling information complications and/or failure of implants are more likely to occur in patients with unrealistic functional expectations, heavy patients, physically active patients, and/or with patients who fail to follow through with the required rehabilitation program. Physical activity or trauma can result in loosening, wear, and/or fracture of the implant. The patient must be instructed about all postoperative restrictions, particularly those related to occupational and sports activities, and about the possibility that the implant or its components may wear out, fail or need to be replaced. The implant is not as strong, reliable, or durable as natural, healthy bone, and will fail under normal weight bearing or load bearing in the absence of complete bone healing. Conclusion: it was reported that a znn nail on the right side has fractured through the hole for the lag screw after approximately 7 months in-vivo. The device manufacturing quality records (DHR) indicate that the znn nail and znn lag screw met all requirements to perform as intended. Several documents were received (italian). There are 3 x-rays available which shows the znn nail. The x-rays were reviewed by an independent hcp. There is also a pdf file with pictures of the explanted znn nailing system. No product was returned to zimmer biomet for in-depth analysis. The available x-ray documentation dated (B)(6) 2016, 6 months after implantation of a cmn femoral nailing system, no reliable indications can be seen for a breakage of the znn nail which was mentioned intraoperatively 4 weeks later on (B)(6) 2017. The review of the explanted product pictures shows that the smooth fracture surfaces could possible point to a fatigue fracture.there is no clear sign of a ductile fracture. However with the pictures at hand the fracture structure is not clearly visible and therefore the type of fracture cannot be determined. According to the bmi scale the patient (1.65 m / 140 kg) is classified as obese class v (super obese) (bmi 50.0 to 60), see https://en.wikipedia.org/wiki/body_mass_index (visited on (B)(6) 2019). The IFU describes that complications and/or failure of implants are more likely to occur in heavy patients. Based on the received information and the retrieval investigation an exact root cause for the fracture of the znn nail could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350 - 2017 - 00611.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: the need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted with a cmn femoral nail on (B)(6) 2016 and discharged on (B)(6) 2016. Subsequently patient felt severe pain in his right femur which prevented him from moving and underwent revision surgery on (B)(6) 2017. It was found during the revision surgery that the cmn femoral nail was broken.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: d11: accessories / associated devices: ref#: 47248511510, item: znn cmn lag screw, 10.5 mm, lot#: 2827055. Ref#: 47248404050, item: 5.0 mm diameter cortical screw, lot#: 63351069. New information has been made available: patient's full name: (B)(6), dob: april 4th, 1967, height 165 cm; weight 140 kilos, bmi 51, x-ray received, associated device. New information does not change the investigation-results of this incident, a additional report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No changes to event description.

Manufacturer narrative:
An e-mail requesting additional information was sent on may 2, 2017 to the appropriate representatives. The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient is retaining it. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmers reference number of this file is (B)(4).

Event description:
It was reported that a patient had a cmn femoral nail, ccd 125¿, right, 11.5 mm, 21.5 cm implanted on an unknown date and it was revised on an unknown date due to breakage. Note: as the nail was implanted in a different hospital, date of implant remains unknown.